Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts from the proximal row 11 onwards distorted, overlapping and stretched distally on the bumper tip. The first 11 proximal rows show no signs of damage. The crimped stent outer diameter (od) on the undamaged side was measured, which gave a reading within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the stent was removed from the protector, it was noted that the stents struts was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the stent was removed from the protector, it was noted that the stents struts was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.